Event description:
The reporter stated, the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic crimped. The incision was enlarged to remove the lens and sutures were required to close the incision.

Manufacturer narrative:
.